Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the small balloon would not inflate. Another device was used to complete the procedure. Additional information has been requested but not yet received.